Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00678 for the other associated device information. It was reported to boston scientific corporation that an advanix biliary stent was used in a biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stricture was noted in the hepatic portal region. Although the patients anatomy was torturous, the cannula was able to cross through the stricture. An advanix stent was mounted on the naviflex rx delivery system, and was inserted without performing predilatation. It took time to pass through the tortuous area, but the device was able to reach the target site. When releasing the stent, the guide catheter would not retract, and severe resistance was felt. The guide catheter broke, and the pullwire became displaced out of the guidewire exit ramp of the push catheter. The detached portion of the guide catheter and the stent were removed from the patient together by using grasping forceps. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; stent kinked and stent deformed/collapsed.

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. Investigation results of stent kinked. Investigation results of stent deformed. A visual evaluation found that the stent was loaded on the detached guide catheter when received. The stent was found to be kinked in several locations throughout. The proximal tip of the stent was deformed from being crushed against the distal end of the push catheter. A functional evaluation for stent deployment was not could not be performed due to the returned condition of the device. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to kinks and bends in the device, resulting in difficulty deploying the stent. Force to deploy the stent could ultimately cause the guide catheter to detach. Efforts to deploy the stent could cause further complications such as bending of the pull wire and deforming of the stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot.